Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the amia automated pd set with cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The home patient stated there were gaps of air in the line. The home patient will contact the registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.